Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were not able to clear the alarm. No harm requiring medical intervention was reported. The device will be return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was returned for pump error 130 alarm and pump error 38 alarms found on (B)(6) 2022. Pump¿s history and trace files downloaded successfully using thus software. Constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. No unexpected pump error 130 noted during testing. Multiple pump error 130 confirmed in the pump history/trace files on (B)(6) 2021 23:40:53 and (B)(6) 2021 06:03:23. Also multiple pump error 38 confirmed in the pump history/trace files on (B)(6) 2021 11:46:35. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, or force sensor. Force sensor was measured and is within spec 24.4mv at zero offset. Motor was tested outside of the device using the ngp system board test and passed. Motor was opened and found dried insulin damage on motor slide. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case. Pump error 130 and pump error 38 due to dried insulin found on the motor slide. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.